Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient will be monitored by the clinic.

Event description:
The user complained that the speech clarity with the device had decreased. In situ measurements showed affected channels. Follow-up appointment has been scheduled for the (B)(6) 2022 at which the impedances will be reviewed and the hearing benefit will be checked.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user complained that the speech clarity with the device had decreased. In situ measurements showed affected channels. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained that the speech clarity with the device had decreased. In situ measurements showed affected channels. A follow-up appointment has been scheduled.